Manufacturer narrative:
(B)(4). A revision procedure took place. No anomalies were noted. A connection issue was noted. Due to excessive stress an rv lead fracture was noted. The rv lead was surgically abandoned and remained in the patient, and the device was replaced due to a new lead implant. The products will not be returned. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Should additional information become availalbe this investigation will be updated.

Event description:
Boston scientific received information that during a follow up noise and oversensing was revealed on the electrocardiograms, which resulted in inappropriate anti tachycardia therapy to be delivered. All other measurements appeared normal. Isometric testing did not reveal any noise. A fracture was suspected when it comes to this right ventricular lead. Further actions will be discussed, meanwhile the device was reprogrammed and a follow up was scheduled. No adverse patient effects were reported. Additional information noted that noise persisted on the right ventricular lead and daily measurements revealed a low out of range pacing impedance measurement. A save date was sent for review to boston scientific technical services (ts). Ts noted performing lead evaluation testing and check the lead integrity. The field representative noted that lead integrity testing was performed and all measurements appeared normal. The patient will be monitored. No adverse patient effects were reported.

Event description:
Additional information was received which noted that a follow up took place and noise was once again noted. The physician suspected a connection issue between the device and the right ventricular lead. At this time the system remains implanted. No adverse patient effects were reported..

Manufacturer narrative:
(B)(4).